Manufacturer narrative:
Updated fields: b4, d10, e1 (initial reporter, event site email), e3, g3, g6, h2, h6 (investigation findings, investigation conclusions), h11. An fse was dispatched to evaluate the unit and stated the device is not being repaired as it is being replaced with a teleflex device. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval?), e1 (initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b6, b7. There is no information regarding patient involvement and what repairs/checks were completed but no harm was reported and multiple gfe's were sent to answer the questions regarding patient involvement and repairs but was met with no response. The record will be updated if the information becomes available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the screen was not working of cardiosave intra-aortic balloon pump (iabp) unit . There was no patient injury or harm reported.